Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/01/2016. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: since it is stated in synergy form "possible suture sinus due to additional knot", please confirm if there was any adverse event or patient consequences reported intra-op or post-op? -there is a breakdown of wound near the umbilicus. Was any surgical or medical intervention required to treat the patient condition? Results? - usual wound management to treat the wound complication. How was the suture placed (interrupted or continuous)?- continuous using loop suture. What tissue type and location of the suture placement?- fascia, midline. When were the suture sinus /abscess noticed (date)? And what treatment was provided? What in the physicians opinion are the factors contributing to the event?- possibly due to additional knot. Physician added that there could be other factors contributing to this as well. Patient's current condition and status?- patient's wound is still healing. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify "breakdown of wound near the umbilicus!: did the wound dehisce? How was the suture placed (interrupted or continuous)? What type of treatment was done intra-operatively? What treatment was done post-operatively? What was the appearance of the suture during second treatment? Was the needle removed from patient during first procedure? What is the current condition of the patient?

Event description:
It was reported that the patient underwent a laparotomy procedure on (B)(6) 2016 and suture was used continuous at midline of fascia. During the procedure, the loop suture came off the swage while suturing, after a few passes and another like suture was used to complete suturing. Following the procedure, there was a breakdown of wound near the umbilicus. The patient also experienced a possible suture sinus due to the additional knot. The patient underwent for usual wound management to treat the wound complication. The doctor opined that there could be other contributing factors contributing to this event as well. Currently, the patient's wound is still healing. Additional information has been requested.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.